Event description:
Woke up with burn on both eyelids under eyes down to cheeks. Also, have had feel like I have a lot of pressure behind my eyes each morning, headaches, sinus infections and fighting colds all the time. Did go to doctors several times. FDA safety report ID# (B)(4).